Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The reporter for the patient claimed that the alleged inaccuracy began on ¿(B)(6) 2015¿ at 1:46pm she obtained results of ¿341, and 157mg/dl¿ on the subject meter performed within 20 minutes of each other and later that same day at 2:53pm she obtained alleged results of ¿148 and 70 mg/dl¿ on the subject meter performed within 20 minutes of each other. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine as a result of the alleged issue. The reporter for the patient stated that 4 -5 minutes after the alleged issue began she developed the symptoms of ¿tired and lethargic¿ on ¿(B)(6) 2015,¿the reporter for the patient detailed that she was treated with food and/or drink by a non hcp, no medical intervention was required. The reporter for the patient stated that on (B)(6) 2015, time unknown, she obtained blood glucose readings of ¿70 ¿ 75mg/dl¿ on a continuous glucose monitor (cgm). During troubleshooting, it was established that the patient¿s test strips had been stored correctly and within their expiry date, the test strip vial was not cracked or broken, the meter was set to the correct unit of measure and the results taken from an approved sample site. The patient did not have control solution to carry out a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.